Event description:
It was reported the lead had migrated post-operation. A lead revision occurred and the lead was repositioned 2 days after implantation. The lead repositioning was a success.

Manufacturer narrative:
Product ID neu_stimloc_acc, lot# va01996, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory; product ID 3708640, serial# (B)(4), implanted: 2012 (B)(6), product type extension; product ID 3708640, serial# (B)(4), implanted: 2012 (B)(6), product type extension; product ID 3389s-40, lot# v991333, implanted: 2012 (B)(6), product type lead; product ID 3389s-40, lot# va0199g, implanted: 2012 (B)(6), product type lead; product ID 37603, serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator; (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of stimlock found no anomaly.